Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7105452. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 25981986.

Event description:
It was reported that the patients lead site had drainage and the lead was exposed in the midline incision. It was also noted that the patient was experiencing left leg spasm. Lead migration was confirmed through fluoroscopy. The patient underwent a lead revision procedure wherein a lead and clik anchor was explanted and one lead was repositioned. The patient was prescribed antibiotics before and after surgery, and both incision sites were irrigated. The patient was doing well postoperatively. The explanted lead and clik anchor will not be returned as they were discarded.